Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported since the device was implanted they never had therapeutic benefit. Caller stated it never worked right and they could never get the stimulation to go to the left side of their body. Caller stated they tried working with the rep and doctor for over a year to reprogram it but they could never get it to help with their pain. Caller stated they had an x-ray done and they discovered that the paddle (lead) was a little too far to the right. Caller stated that the doctor had a tough time putting the lead in and that is probably why they couldn't get it in the correct spot. Caller stated that they had a shoulder operation in april where they had to turn therapy off and after that decided that they were going to just keep it off since it wasn't helping. Caller stated now they need to have an MRI of their neck/back but they can't get into the MRI mode/can't get the implant to take a charge; they keep getting no device found (16). Agent walked caller through passive recharge mode and after a few minutes were able to see batteries (49) recharging excellent; controller is 100% and the implant is red/empty. Agent reviewed how to access MRI mode once the implant is charged more. Agent reviewed with caller to charge implant fully and to keep implant charged even if not using therapy if they want to be able to connect with the external devices. Caller asked if it would be better to just have everything taken out; agent redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 19-feb-2025, UDI#: 0(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported they had bi-weekly visits to adjust their programs as not getting back pain relief. X-ray showed the paddle (lead) appears to be right of center. No surgery to move lead paddle as too much scar tissue. Pt reported no contributing factors, they never got stimulation on the left side of back since implant. No further troubleshooting reported, they continued making programming adjustments with no success. Pt shut off their stimulator for an upcoming shoulder surgery in (B)(6) 2023. Pt repeated previously reported information from the original call, adding no further actions are planned at this time and maybe it can be resolved in the future. Weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.